Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory for a schedule implant procedure. Following pocket closure, the device and right ventricular (rv) defibrillation lead were exhibiting non-physiologic noise associated with oversensing and inappropriate antitachycardia pacing (atp). Boston scientific's technical services (ts) was contacted and x-ray of lead position and device-lead connection were discussed. The local representative reported that the lead position was stable and the device/rv connection was proper. Ts suggested impedance testing during pocket manipulation. The reported rv pacing impedance was in the 900 ohm range. The local representative was informed about the possibility of air bubbles escaping the device header which usually resolves as the pocket pressure stabilizes. A review of electrogram printouts were reviewed by ts and escaping air bubbles were suspected. Ts discussed options including applying pressure to the pocket and continue monitoring to observe air bubble dissipation. Due to an increase in device/lead intracardiac noise, the physician elected to explant the rv defibrillation lead for return. The lead was successfully explanted and replaced.

Manufacturer narrative:
The available information suggests that the device remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.